Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, while the system was in bypass, the default layout did not have a live screen. Additionally, it was reported that the examination control console (ecc) was going offline. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that an examination control console (eec) error occurred. Before usage of the system, the monitor of the system could be configured as needed and different information could be screened. The configuration of the monitor was set without life screen. The system detected that and switched to "bypass mode". In the "bypass mode" the native x-ray image is available and a procedure may be continued with remaining functionality of the imaging system or even be terminated using the remaining functionality. The system was configured with eec to screen the life screen on the monitor. The manufacturer is not considering further actions resulting from this individual event.